Event description:
The customer reported that the system would no longer display an image or make exposures. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable and ccd camera were replaced. The system was then found to be operating as intended.